Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative found fluid and corroded sensors in the fluidics module. Therefore, the fluidics module was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 21, 2011. Based on qa assessment, the product met specifications at the time of release. This is one of five consumable complaints reported for this finished goods consumable lot. However, this is the first complaint reported for this issue for this finished goods consumable lot. A review of the device history record (DHR) indicates the order was built to specification. The returned sample was visually inspected and no obvious defects were found. A full integrity leak test was then performed on the cassette using an external pressure source and no leakage was detected. The sample was then tested on a console representing the current software version. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set-points throughout the console range and met specifications. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. No system message codes were generated during testing. The cleaning process was able to be performed after functional test had completed. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console testing, inspection of the sample indicated no signs of continued leakage from the pump, elastomer, or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. Additionally, a system message code was not generated during testing. The cassette passed functional and performance testing. The root cause of the reported event can be attributed to fluid ingress in the fluidics module. The cassette was verified to meet specifications. However, how or when the fluid entered the module is unknown. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the back of the cassette was leaking. An error message displayed disabling the console during the vitrectomy procedure. The problem was resolved after replacing the console with another one. The procedure was completed with no harm to the patient.